Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable, tandem-provided wall power adapter and tandem-provided charging pad. There was no reported adverse impact to the customer. Replacement charging supplies were sent to the customer to resolve the issue. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.